Event description:
The customer reported a ventilator experienced a high blower temperature during device set up. The customer reported the device issue was found during device set up. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer that they may need to replace the filter as the manual states to check the inlet filter and the inlet filter was dirty. The customer has reported that they intend to replace the filter to address the issue.

Manufacturer narrative:
The customer replaced the filter, and this resolved the issue. The ventilator ran for 30 minutes with no alarm. The unit was returned to service. No other anomaly was reported.